Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 9611530, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. Allegedly, the non-arjo sling may have been too small for the resident; the resident was using a medium-sized sling, but they were supposed to be in an extra-large (xl) sling. The involved arjo lift was not serviced by arjo; however, the customer stated that it was approved for use on (B)(6) 2025. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A clip on a non-arjo sling broke while in use with the arjo maxi twin lift. It is alleged that the leg lift bent at the same time. The resident fell, but no injury was reported.

Manufacturer narrative:
Based on the collected information, the reported resident drop was caused by the failure of a non-arjo sling used with the arjo lift. The non-arjo sling may have been too small for the resident (medium size instead of xl), which could have contributed to excessive stress on the sling components. Additionally, the non-arjo sling used may not have been compatible with the arjo lift. According to the maxi twin instructions for use (IFU, 04.kt.00/3gb from sep/2009): ¿maxi twin is intended to only be used with arjohuntleigh slings.¿ the inspection of the arjo lift revealed extensive structural and functional damage, indicating long-term deterioration and inadequate servicing by an external provider (non-arjo). The alleged bending of the lift leg during the event seems unlikely to have contributed to the breakage of the non-arjo sling clip. The clip failure occurred at the sling¿spreader bar interface, which is subject to tensile forces during lifting. A bent leg primarily affects the lift¿s base stability and geometry, not the load distribution on the sling clips. Therefore, the mechanical stress leading to the clip breakage was more likely due to: - incorrect sling size (medium instead of xl), causing higher tension on the clip, - non-compatible design between the non-arjo sling and arjo spreader bar lugs. The bent leg of the lift was likely caused by long-term structural deterioration and inadequate servicing by a non-arjo provider, rather than by the reported incident. Based on all collected information, the root cause of the reported problem- especially since it concerns a non-arjo product- could not be conclusively established. However, contributing factors include the use of an incompatible sling and incorrect sizing. The complaint was determined to be reportable due to a broken clip on a non-arjo sling while in use with the maxi twin lift. Arjo device failed to meet its performance specification. The device was used for a patient transfer.